Manufacturer narrative:
Per -5 initial report: the appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification. The explanted devices have been returned to corin for examination. The results of the examination will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 11 years and 8 months due to metallosis.

Manufacturer narrative:
Per -5 final report. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification when manufactured. The explanted devices were returned and examined. The examination of the returned explants could not identify a specific reason for revision or any obvious failure modes or abnormal device characteristics. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown), which exhibited evidence of corrosion inside it. Based on this, it cannot be determined whether the corin cormet devices caused or contributed to the patients experience and corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 11 years and 8 months due to metallosis.